Event description:
It was reported that the transfer set and titanium adapter disconnected causing a leak during peritoneal dialysis therapy on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was found to be within specification. Should additional relevant information become available, a supplemental report will be submitted.